Manufacturer narrative:
There have been several suggestions made to the end user by product management to change the cushion. The end user refuses to change or replace the cushion. He contends it is the chair causing the problem not the cushion. We are requesting that the wheelchair be returned on RMA (B)(4) so we can look at the straps on the seat sling and possibly make adjustments to the configuration. The patient is utilizing a roho all air cushion. The wheelchair has not been returned to the manufacturer for evaluation but we do anticipate that we will have an opportunity to evaluate the device. Manufacturer does not have all of the details of the reportable event at this time to complete our investigation. When investigation and evaluation is complete we will submit a follow up MDR.

Event description:
On (B)(6) 2011, a sunrise medical (us) llc product manager reported a complaint through our web based complaint system handled by our internal customer service group. The complaint said that a dealer called our product manager on (B)(6) 2011 to inform us of an alleged incident involving one of our quickie 7 wheelchairs. The issue that the end user claims to be having is with the ultra lite seat sling. The end user contends that he formed some skin breakdown which has caused him to be hospitalized. The skin breakdown is located around the left ischium bone near the hip and lower back. The end user is hospitalized now and expects to be in the hospital for another three to four weeks. The dealer attributes the skin breakdown to the ultra seat sling and how we don't have a strap in a certain spot that will in essence cause a "bucket hole" effect.